Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power, however, when switched to battery power an error code was observed with audible beeps, which became muffled and distorted until the unit shuts off. Internal evaluation revealed a loose equipotential ground connection which could result in an intermittent open to equipotential grounding. Corrosion and weak solder connections were observed on the power supply board. The plastic clip holding the battery connections was also found broken off.

Event description:
It was reported that the units will not stay on when unplugged or units will turn off in a few minutes of unplugging them. No known impact or consequence to patient.